Event description:
It was reported that the patient presented in the hospital for lead revision. The patient's right ventricular (rv) lead exhibited noise. The lead was explanted and replaced. No patient symptoms were reported.